Event description:
Defibrillator failed to deliver a shock in operating room. Coronary artery bypass graft (CABG) procedure. Item did not work properly, did not fire shock when prompted. Lifepack 20 physio control. Two weeks later: defib released by risk authorizing device to be sent out for evaluation/repair. Three days later: biomed contacted physio control, lifepak 20e was shipped out for repair.